Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant, the doctor tried 3 implantable neurostimulators (ins). Nothing would file in the 0-7 slot. Additional info has been requested from the hcp, but was not available as of the date of this report. Ref MFR report # 3007566237201004285 and # 3007566237201004286.